Manufacturer narrative:
Medwatch sent to FDA on 4/21/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of necrosis, scarring, pain, darkening of skin and "blood flow to nasolabial fold became good" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of necrosis, ischemia, pain, skin discoloration and scarring: "contra-indications: do not inject juvéderm® voluma¿ with lidocaine into blood vessels (intravascular). Undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Coloration or discolouration of the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the cheek and chin as well as juvederm volift with lidocaine in the nasolabial folds. Hours after injection, the patient developed "symptoms of impending necrosis" which was shown by "darkening of the nasolabial fold, nasal alar up until the glabellar region." On the next day, the patient reported having pain in the nasolabial fold and was treated with hyaluronidase by another doctor. Treatment resulted in the "blood flow to nasolabial fold became good." Patient was reviewed again over the next two days to observe skin changes and get "some cooling treatment and light treatment." Patient was also given topical antibiotics. Symptoms have resolved with "minimal scarring of the skin."